Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 10atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.